Event description:
Customer reported not being able to test his blood glucose due to a blank screen appears on their precision qid meter. Customer reported experiencing symptoms of hypoglycemia and loss of consciousness. Customer also reported injury his head. Paramedics were called and treated customer with bottles of gel and apple juice. There was no report of any diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.